Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units on (B)(6) 2017, and at the time of the call, the fill estimate was 105 units. The customer declined to provide the amount of insulin that had been delivered since the cartridge was loaded. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer did not provide a blood glucose (bg) value; but reported bg level was "fine".